Manufacturer narrative:
Product ID 3889-28, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that she had the ins replaced because her leads were broken on (B)(6) 2019. Patient reported that the healthcare provider (hcp) figured out they were broken and replaced them. The patient does not know if the leads were replaced or if the ins was replaced as well during the surgery. Patient said the device was working for her but then stopped and would only work on and off now. Patient stated she has not had therapy results since implant. She stated she does not feel stimulation and has been urinating everywhere. She reported she can barely make it to the bathroom. Patient reported her stimulation was too strong initially and it hurt her vagina, the hcp decreased stimulation and that resolved the pain but patient has no symptom control. Patient increased stimulation from 2.1 to 2.5v and said she is comfortable. No further complications were reported.

Manufacturer narrative:
Upon further review, patient code (B)(6) , should have not been coded for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their therapy was not working very good, they walk right up to the sink and start urinating all over. The patient stated the therapy worked at first and then changed, and the change was gradual since may. The patient had seen their healthcare provider 2 times since implant to adjust stimulation and believed it was set on program 2 at 4.9. The patient stated they could feel stimulation at that time but had not felt anything for a good month. Syncing with the programmer showed the stimulation was on at 3.4 volts on program 2. The patient increased stimulation and reported temporarily feeling stimulation, and then they were walked through changing to program 3. They increased to 4.5 volts and confirmed strong but comfortable stimulation and noted it felt more like it was in the ¿bum area.¿ the patient also reported that they thought the therapy had interfered with their bowels a little after the first of (B)(6). It was reviewed that an effect on bowels is a known potential event. The patient was redirected to their healthcare provider if the issue didn't resolve. Additional information was received from a consumer on (B)(6) 2019 indicating that the patient¿s reason for calling was for education on how to adjust stimulation. The patient reported calling a week ago and got their programmer set to program 4 at 4.9 volts. The patient stated the next day the stimulation was too strong, so they tried to bring stimulation down to 4.7 volts. The patient stated the programmer was set on program 3 at 4.4 volts and they confirmed they could feel stimulation. The patient was walked through increasing stimulation to 4.6 volts and confirmed feeling stimulation in their pelvic floor and noted that it felt good. Further information received from the patient on (B)(6) 2019 reported that they still had no control over their bladder for the past 3 months. The last time the patient their healthcare professional (hcp), they were told to come and see them in 6 months. They requested help to understand the therapy and how to change to another program. The patient was able to successfully synchronize to the ins and was currently on program 4 at 5.7. They then successfully activated program 1 at 3.3. The patient was redirected to their hcp for the issue. Additional information was received from the patient on (B)(6) 2019 reported that they a defective ins because it has never worked for her and she's had no satisfaction with it. The patient also stated they had an appointment with her hcp on monday and he discovered the patient's ins was turned off, which she claims she never turned off. Hcp then made an adjustment and the pt says she could feel stimulation thereafter, then lost feeling of stimulation 3 days later. During the call, it was determined that the patient was on program 3 8.4volts. The patient changed to program 4 and increased stimulation to 7.9. They were going to monitor symptoms now that change was made and will follow up with hcp if the issue doesn't resolve. Follow up information received from the patient on (B)(6) 2019 reported that the stimulation was not working and have the device replaced. There were no further complications reported or anticipated.